Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer for this complaint. The customer complaint that the set was unable to be flushed could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5301-c, lot number 23039109 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that during use with bd maxplus¿ pressure rated extension set with needleless connector it would not flush. This is one of 3 separate incidents reported. The following information was provided by the initial reporter: it was reported by customer that one more extension set that had the same issue but uncertain as she did not see it herself. Information from initial report: bd max plus pressure rated extension set looked intact but even when connected to a working 10ml saline flush correctly it would not flush. Inspected the device, didn't appear to be clogged or have anything blocking the flow of saline but would not flush. No patient effect/did not come in contact with patient, a new extension set was opened for the patient as the hcp could not use this one.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd maxplus¿ pressure rated extension set with needleless connector it would not flush. This is one of 3 separate incidents reported. The following information was provided by the initial reporter: it was reported by customer that one more extension set that had the same issue but uncertain as she did not see it herself. Information from initial report: bd max plus pressure rated extension set looked intact but even when connected to a working 10ml saline flush correctly it would not flush. Inspected the device, didn't appear to be clogged or have anything blocking the flow of saline but would not flush. No patient effect/did not come in contact with patient, a new extension set was opened for the patient as the hcp could not use this one.